Event description:
Healthcare professional reports lower than expected pt results with the protime microcoagulation sys. Pt is on long term coumadin therapy for diagnosis of atrial fibrillation and wound mgmt. Protime generated result of 0.8 inr. Nurse sent blood sample to the reference lab for comparison and result was 2.3 inr. Customer indicated that the instrument did not successfully pass liquid quality control testing, which generated results below the acceptable range. Pt's therapeutic range: 2.0-3.0 inr. No adverse events reported.

Manufacturer narrative:
(B)(4). Customer did not provide the cuvette lot number. Itc has requested all data required for form 3500a.